Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned, therefore a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal, the pt had a "fluid deficit of 2800ml." The procedure was aborted. Subsequent to the procedure the "pt had shortness of breath and cracking sounds [that] could be heart in her chest." The pt was administered furosemide (lasix) and discharged home.